Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release, the valve was too deep and moderate to severe central regurgitation was reported. Subsequently, a second non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.